Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported that the device had reached recommended replacement time (rrt) sooner than expected given the programmed settings and therapy usage for the device. Additional information received indicated that the patient called to report concern over having to have his device replaced due to "poor battery" and it being replaced "early." The device was replaced. No patient complications were reported as a result of this event.